Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that t-wave oversensing (twos) post bi-ventricular pacing was observed, however, twos was not observed post left ven tricular (lv) lead only pacing, which was how the device was programmed to function. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.